Manufacturer narrative:
(B)(4) the product was not returned for analysis. The cause of the distal emboli was not provided. Distal emboli is a known inherent risk of mechanical thrombectomy procedure and is documented in the solitaire 2 revascularization device instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received report that a patient experienced distal emboli within same territory. The patient was treated for an acute ischemic stroke due tandem internal carotid artery/middle cerebral artery occlusion. It was reported that the physician made 7 passes of the solitaire 2 device within the treating right anterior cerebral artery (aca) which resulted in thrombolysis in cerebral infarction (tici) score of 2b. It was reported that the patient experienced a distal emboli within the same territory. The patient's nih stroke scale were 18, 22, and 15 (baseline, 24 hour post procedure, and st discharge). The patient was discharged from treating hospital to rehab facility on the 3rd day post treatment. At the 90 day follow up the mrs was reported to be 3.